Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, unexpected low battery alarm noted in the formatted history file due to intermittent non-sleep anomaly software error.

Event description:
The customer reported via phone call that the insulin pump had battery issues and the pump suspended delivery by itself. The customer's blood glucose reading was 200 mg/dl at the time of incident. The product will be returned.